Event description:
The user facility reported a (B)(6) female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the impella peel away was removed. The physician was unable to advance the repo sheath into the artery. Staff attempted to place 0.35 wire through re-access port but was unsuccessful. Physician decided to remove impella and hold manual pressure. After the impella was explanted the patient expired in the procedural area. No allegations were made towards the impella for the cause of death.

Manufacturer narrative:
The impella device was not received from the customer, therefore no root cause could be positively identified. The probable cause of the delivery issue was patient condition related as patient had pad/pvd. If a device is returned a follow MDR will be submitted.